Event description:
Information provided states that patient underwent discectomy, laminectomy and arthrodesis in l4-l5, s1. Patient complained of pain 6 months post-op. X-rays revealed that the screw in the sacrum was fractured. Revision surgery was performed in (B)(6) 2015.